Manufacturer narrative:
Device was used for treatment, not diagnosis.the subject device was received by the synthes manufacturer on jan 5, 2016.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Device receipt date was unknown as of the date of this report submission and will be provided in a follow up report. A service history record review was attempted for the subject device; however, the review could not be completed because the device is a lot controlled item. The manufacture date of the subject device is dec 4, 2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was performed for the subject device. The customer reported the item was not grasping the tie to make it taut. The repair technician reported the lever was sticking. ¿lube/oil/clean¿ is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired, passed synthes final inspection and returned to the customer on jan 7, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the application instrument for sternal zipfix is not grasping the zipfix implant to make it taut during an unknown surgical procedure. There was no negative impact to patient and another instrument was available to complete the procedure. There was a surgical delay due to the reported event but the duration of the delay is unknown. The surgical delay was associated with obtaining another instrument for the operating room. This report is 1 of 1 for (B)(4).